Event description:
A customer reported experiencing a cartridge change error with their pump, leading to a blood glucose level over 400 mg/dl, exceeding 500 mg/dl in some cases. The customer managed the high blood glucose by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Technical support instructed the customer to inspect and clean several parts of the pump, including removing an o-ring, cleaning the pneumatic tap area, and correctly attaching the cartridge. The customer successfully followed these instructions, completed the loading process, and was able to resume insulin delivery.